Event description:
While taking vein out of left leg, the app [advanced practice provider] was just about done and ready to pull vein out but the end of the vasoview broke inside of the patient. The surgeon had to extend the incision in order to retrieve the piece.